Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. All codes apply to the lead only, there were no allegations against the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt that they may have either broken their leads or they may have come out. During troubleshooting stimulation was increased on both sides and the patient felt stimulation in their back on the surface in the same spot under the bandage. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.